Event description:
During a laparoscopic gastric bypass procedure, the ligasure retractable hook product did not work when the surgeon attempted to use it to cauterize this patient. The product was unplugged and a new product was utilized. The operating room nurse manager reviewed this case and verified that there was no harm to the patient. The product was sent to materials management for inspection and follow-up with the vendor.